Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 540 mg/dl. The customer treated with a shot. The customer reported the infusion set cannula to be bent. The customer also reported no delivery alarm. The customer stated the event was resolved by infusion set change. The insulin pump will not be returned for analysis.